Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not give any alerts when an alarm or notification occurs. The customers blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had unexplained no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device was tested and giving alerts when an alarm or notification occurs. Device received with minor scratches on display window and stripped battery cap coin slot noted. (B)(4).